Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was broken at the insulin compartment and clear ring at the top of it fell. The customer's blood glucose was unknown at the time of incident. The device is not expected to be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4).

Manufacturer narrative:
Retainer ring = missing. The insulin pump was returned for a cosmetic damage located at the insulin compartment found on nov 05, 2018. Device was received with a missing reservoir tube o-ring and a missing retainer. Device was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Successfully utilized crest and thus to download history files, traces and comlink3 files. Per r&d engineer, there was no evidence of the critical pump error (open book image) alarm and no critical errors were found in the history/traces/comlink3 data. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a missing retainer. The following were noted during visual inspection: a scratched case, a missing display window/cover, a stained keypad overlay, a pillowing keypad overlay and a serial number label fading. A missing reservoir tube o-ring and a missing retainer was confirmed. Critical pump error (open book image) alarm not confirmed.